Event description:
It was reported that syringe 10ml ll s/c 200 leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 302995 batch no. 0062702 it was reported that the plunger and barrel failed, allowing a leak behind the plunger.

Manufacturer narrative:
H.6. Investigation: one sample ¿ a reportedly 10ml syringe ¿ was received. The sample was received in a double wrapped biohazard bag with additional gauze or other wrapping inside the bag around the sample. A note accompanied the sample stated it was contaminated, along with verbatim which indicated it was bone marrow. The sample could not be evaluated due to contamination. It could also not be tested due to having been manipulated. No representative samples from the same lot were received for evaluation and testing. The reported defect was not identified in the sample received. Since no representative samples displaying the reported condition were received a potential root cause could not be defined. Representative samples would be necessary for testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 302995 batch no. 0062702 it was reported that the plunger and barrel failed, allowing a leak behind the plunger.